Manufacturer narrative:
The cause of the initial falsely elevated pt result is unknown. The customer's investigation concluded that the innovin reagent may have been implicated in some manner. The issue was resolved by replacing the innovin reagent with a new bottle and verifying with qc. No further evaluation of the device is required.

Event description:
A falsely elevated prothrombin time (pt) result was obtained on a patient sample. The result was reported to the physician. The sample was retested after investigation and a lower result was obtained. A corrected report was issued. Patient treatment was not altered or prescribed on the basis of the reported falsely elevated pt result. There is no report of adverse outcome to the patient as a result of the initial falsely elevated pt result.